Event description:
The customer reported that the set leaked during an infusion at the luer connection to another unspecified mating device. Staff could not tighten it enough to keep it from leaking and it cracked when they tried to tighten the connection. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Manufacturer narrative:
Bbraun blue cap luer lock plus, model/lot unknown; phaseal luer lock connector, model/lot unknown; therapy date (B)(6) 2015. The customer¿s report of leaking during use was not confirmed. Visual inspection observed no anomalies. Functional and pressure testing was performed; no leaks were observed. The root cause of the customer¿s reported leak at the connection was not identified.